Event description:
Surgical staff opened a new reprocessed tourniquet to place on patient. Once unrolled, it was obvious the rigid plastic contained within the cuff was broken into two pieces. The tourniquet did not reach the patient, but was sequestered for reporting purposes.